Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent escape and act buttons response due to corroded keypad traces. No button error alarm during our testing. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a button error alarm that would not clear. It was reported that the customer discontinued use of the device and reverted to a backup plan of manual injections until a replacement device would arrive. The customer's blood glucose value was unknown. No further information was provided.